Event description:
It was reported that the right ventricular lead exhibited noise; lead fracture was suspected. The lead was capped and replaced successfully. The patient's condition was good at post op check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.